Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that an alert triggered due to high thresholds on the right atrial (ra) lead. The ra lead had dislodged. The ra lead was inactivated then explanted and replaced. No patient complications have been reported as a result of this event.